Event description:
The clinician reports the implant was inserted (b)(6) 2025 in ADA 21. Details of surgery: Implant surface not completely covered with bone and Ridge augmentation. On (b)(6) 2026-04-30, non-osseointegration was verified. Patient presented with bone type III and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Mobility. No further patient complications were reported.